Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer's field service engineer advised the customer to replace the "ui assy" and confirmed the ventilator was operating with version 2.1 software. Dim display does not affect ventilator performance. Customer replaced ui assembly. This customer returned user interface (gui) was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.